Manufacturer narrative:
(B)(4). The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. The customer returned one, opened cath lab sheath intro set including the sheath extension assembly with dilator for analysis. Signs of use were observed on the returned components. Visual inspection of the dilator revealed the tip was deformed. The damage is consistent with undue force applied to the dilator during an attempted insertion. The dilator met all relevant dimensional and functional requirements. The measurement of dilator body length from the juncture hub to the distal tip was within specifications. The dilator inner diameter at the distal tip could not be accurately measured due to the nature of the damage. The dilator met all relevant functional requirements. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary. Some disinfectants used at device insertion site contain solvents which can weaken the device material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. Do not use polyethylene glycol containing ointments at insertion site." A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that " during the procedure according to IFU, the md found the dilator to be split. So the md opened up the new kit to finish the procedure." There was no reported patient harm or consequence. The patient was reported as fine.

Event description:
It was reported that " during the procedure according to IFU, the md found the dilator to be split. So the md opened up the new kit to finish the procedure." Theere was no reported patient harm or consequence. The patient was reported as fine.

Manufacturer narrative:
(B)(4).